Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the sigmoid colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare was attempted to push out but the handle stiffened and did not move. Additional force was applied however the handle cannula got exposed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation found that the device has the handle cannula bent and the catheter kinked near the handle. Functional testing could not be performed due to the handle cannula being bent. The complaint was not confirmed; the device does not have the handle cannula detached. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the sigmoid colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare was attempted to push out but the handle stiffened and did not move. Additional force was applied however the handle cannula got exposed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.